Event description:
During a laparoscopic tubal with falope rings, the instrument did not engage and fallopian tube was transected. The surgeon switched to tubaligation using another device. No other pt issues.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further info from the hosp have been unsuccessful, and the device has not yet been returned for eval. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.